Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 439 mg/dl at time of report. Bg levels at times of past events were not provided. Reportedly, supply changes were performed resolving the occlusions. System check could not be performed as the occlusion alarms occurred in the past.